Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the device was on reset mode prior implant. The device had been stored in cold temperature. Since no replacement device was available, the physician elected to implant the device. Programming changes were made, successfully restoring normal device function. Afterwards nominal settings were programmed. No adverse events were reported. Patient was in stable condition after the procedure.